Manufacturer narrative:
(B)(4). Batch # p91j8w. The analysis results of the b11lt found that it was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. Upon visual inspection, the size on the universal seal was found to be incorrectly printed as the assembly corresponds to a b11lt, however it was printed as a 12-mm device. The condition of the incorrect printed is related to the manufacturing process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during inventory inspection it was noted that the device inside the box had mismatched parts. There was no patient involvement.